Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ y-site connector c80 leaked product onto the health care worker¿s face at the end of the cytarabine. There was no report of injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use? No, device returned to manufacturer: no. This supplemental MDR also corrects the following fields: b.5. It was reported that the "tip to put the rinsing was cracked" on the bd phaseal¿ y-site connector c80. A the end of he cytarbine, the user pushed 2cc as a rinse, and received "a few drops of product" on the face. No medical intervention was noted. Type of reportable events: serious injury.

Event description:
It was reported that the "tip to put the rinsing was cracked" on the bd phaseal¿ y-site connector c80. A the end of he cytarbine, the user pushed 2cc as a rinse, and received "a few drops of product" on the face. No medical intervention was noted.

Event description:
It was reported that the bd phaseal¿ y-site connector c80 leaked product onto the health care worker¿s face at the end of the cytarabine. There was no report of injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: as no physical or picture samples were received and a lot number was unavailable, neither a sample evaluation nor a production history review could be completed. For product 515304, bd performs the sealing of the membrane on the connector. This product is assembled and packaged within a subcontract location. Bd sent the subcontractor the information from this incident for review. Based on the limited investigation results, a cause for the alleged defect could not be identified. Investigation conclusion: one complaint was sent to the subcontractor (including all issues described on complaints (B)(4) which come from the same hospital. The lot number is unknown. DHR cannot be reviewed and retained samples cannot be checked. The root cause cannot be established.